Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) manifested twiddler's syndrome. The device migrated toward the armpit and lower. A pocket revision procedure was performed and the system was disconnected and reconnected. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.